Event description:
Technician alleged that the bed had no head up function electrically or manually. No patient impact.

Manufacturer narrative:
Technician found that the cardio pulmonary resuscitation valve was stuck. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.